Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode had evidence of oversensed myopotential noise resulting in an inappropriate shock. There was also evidence of low amplitudes. Boston scientific technical services (ts) recommended additional troubleshooting. Surgical intervention was performed and the electrode was repositioned and remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that qrs amplitudes remain low despite electrode repositioning. The physician will continue to monitor the patient.